Event description:
Additional information received from the patient reported that the team showed the patient how to adjust the intensity of the device in order to resolve the issues. The team answered a lot of the patient's questions.

Event description:
It was reported that the patient experienced a loss or change of therapy. The patient started taking citrucel twice a day since a month ago. Prior to taking the medication, the patient had intermittent relief with the device. The patient didn¿t feel stimulation. The patient also had uncomfortable stimulation. Two days ago while sitting down, the patient felt a sharp pain on their front and back right side. The patient experienced it again today 3 times and it was like being hit with a cattle prod all of the sudden. No trauma or falls were related to the issue and the reported issue was not related to positional movements. The patient would have an appointment with their health care provider¿s (hcp¿s) physician¿s assistant (pa) in 5 days. No troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0p9ly, implanted: (B)(6) 2014, product type: lead. (B)(4).